Manufacturer narrative:
Sample was collected in a bd li heparin plasma tube with a gel separator and processed on their automation line. Qc data was not supplied. System check data was not supplied service was not dispatched for this event. The customer stated that this issue is sample related and instrument performance was not in question. Customer technical support (cts) requested sample from the ER patient for heterophile testing, but customer did not have any samples to send to customer product line support (cpls) at that time for this event. Although heterophile interference is a likely contributor, a clear root cause for this event has not been determined to date. This reportable event was identified during a retrospective review of complaints within the date range of (B)(6) 2010 - (B)(6) 2010 for additional reportable events.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining elevated troponin (accutni) results, above the acute myocardial infarction (ami) cut-off on for one (1) patient over multiple draws, generated by the unicel dxi 800 access immunoassay system. The results were reproducible and were discordant to an alternate methodology. Patient was admitted to the hospital from the ER for observation of possible cardiac symptoms. The customer was not made aware of change in treatment which occurred as a result of this event.